Event description:
It was additionally reported that the patient had been programmed to 3.6v, 90 us and 160 hz on electrodes 2-1-c+.

Event description:
It was reported the implantable neurostimulator (ins) had experienced premature battery depletion. The ins was replaced as a result of the event and the issue was resolved. Impedance testing had been performed; however the test results were not available at the time of report. It was noted the reporting manufacturer representative was ¿wondering if the supposed premature depletion was due to the programmed settings for the ins.¿ there were ¿no¿ patient symptoms or complications associated with the event and the patient was alive with no injury at the time of report.

Manufacturer narrative:
(B)(4) device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reached ¿normal end of life¿ with okay telemetry and output. "The ins passed functional testing except for the battery voltage which was lower due to having reached an eri condition. No system impedance was given so a longevity estimate was done at an impedance value of 500 ohms and an impedance value of 750 ohms. Based on the parameter history that was contained in the ins and 500 ohms load, the estimate was 20.58 month to eri. Based on the parameter history that was contained in the ins and 750 ohms load, the estimate was 28.4 month to eri. According to the trace report taken from the ins, the battery depleted to eri in 20.93 months."

Event description:
Please see manufacturer report #3004209178-2014-22203 for information regarding the patient's other ins which was explanted at the same time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.